Event description:
The patient was undergoing treatment for acute cerebral infarction. The physician moved a guide catheter upward into the right va and confirmed the position of the clot with angiography. It was revealed that aica was occluded. He advanced a guide wire and the psc054 along with the psc032 to in front of the aica. He penetrated the clot with the guide wire, the psc032 and the psc054 as coaxial technique, to confirm the end point. He advanced the guide wire into the ba-tip and the psc032 followed it. Perforation was confirmed with angiography after withdrawing the guide wire. He withdrew the psc032 as well and inserted a micro catheter inside of the psc054 and performed coil embolization. Twenty coils were applied to arrest the hemorrhage from the ba-tip to the right va. The patient's mrs score was 5 after the procedure. The physician considers that advancement of the catheter caused the perforation because a deflection of the catheter was solved while delivering the psc054 and the psc032 as coaxial technique.

Manufacturer narrative:
Conclusion: vessel perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by the hospital.